Manufacturer narrative:
Unique customer complaint ID (B)(4), customer was sent nonslip pads to go in between his mattress and base. Customer declined a service visit form a technician. Customer received them on (B)(6) 2017, customer confirms he installed the non slip pads in between the mattress and base . Customer confirms the mattress no longer slides.

Event description:
Spoke to (B)(6), he states he is (B)(6) and is (B)(6). He uses a walker and needs assistance getting in and out of bed. He told me that he fell on (B)(6) 2017 and again on (B)(6) 2017. He fell getting out of bed and the mattress fell with him and he landed on top of the mattress. He did not call 911 or go to the hospital. He states he did not get hurt. He states he completely lost all balance in 2012. He states the mattress does not support his weight and sounds like cardboard crushing beneath him.